Event description:
Related manufacturer reference number: 2017865-2023-00600. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing impedance, high defibrillation impedance, low to no sensing of r-waves, and a change in capture threshold. During surgery, the physician found the terminal pen was loose and able to be moved. The right ventricular lead was explanted and replaced. Upon connection to the implantable cardioverter defibrillator (ICD), the issues persisted. The ICD was explanted and replaced. The patient was in stable condition.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) and right ventricular lead exhibited a failure to capture. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance, high defibrillation impedance, failure to sense, failure to capture, and terminal pen loose and able to be moved were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and x-ray analysis were normal with no anomalies found.